Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered a shock due to polymorphic ventricular tachycardia and fibrillation. Following the delivered shock, loss of capture was noted. This device remains in service. No adverse patient effects were reported.